Event description:
The customer tested his blood glucose using 3 contour meters. The new contour meter read 73 mg/dl, white the other 2 read 189 and 200 mg/dl. The difference between the readings falls in the "c" zone on the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.